Event description:
It was reported that the patient was experiencing pain at the implantable pulse generator (ipg) site. The patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well postoperatively. The explanted device components were not returned.